Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported from (B)(6) that a patient, confirmed by ventricle assist device (vad) team, had low priority alarms and "even the no power alarm are extremely quiet and do not create the necessary attention". The patient was given a new controller from the site. There was no reported consequence or impact to the patient related to this event. No additional information was provided.

Manufacturer narrative:
This complaint, MFR # 3007042319-2015-01390, was entered as a duplicate from MFR # 3007042319-2014-01391. No additional information will be forthcoming.